Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen in the clinic and this right atrial (ra) lead exhibited an unspecified product performance issue. The patient does not want any interventions at this time. No adverse patient effects were reported. This ra lead remains in service.